Event description:
Customer reported receiving unspecified high reading on her adc freestyle libre 2 sensor. Customer experienced symptoms described as "scared, nervous, sweating, headache, blurred vision, tremor, nausea and thirsty, fatigue" and a loss of consciousness. Customer stated she self-treated with a pieced of chocolate and rested. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.